Event description:
It was reported that the user experienced elevated blood glucose while using the ilet following a cartridge change and infusion set replacement, with later discovery that an infusion set was initially deployed with the needle guard in place and potential infusion set connection issues were addressed through troubleshooting and education. Symptoms included hyperglycemia. Outcomes included continued use with monitoring and no hospitalization. Investigation included guided troubleshooting, ketone guidance per hyperglycemia protocol, disconnection from the infusion site, tubing fill with drop confirmation, verification of insulin on board, and user education on proper infusion set deployment and connection. Investigation of this case revealed user setup error related to infusion set deployment, which likely resulted in interrupted insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was user error related to infusion set handling and connection.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.